Event description:
It was reported that during surgery, a 6.4 drill reamer broke while being used through the drill sleeve. The physician determined a bent drill guide caused the break. Length of delay unknown. Backup device available. No impact or injury to patient reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual assessment confirmed one part of the evos 2.0mm comp/neutral drill guide is detached from the device. The device shows moderate signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.